Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. A blood glucose value was not provided. Reportedly, intermittent cartridge alarms occurred. Additional information was not provided. The customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.